Event description:
Related manufacturer reference number: 2017865-2021-39672. It was reported that a patient experienced noise on their right atrial lead. On (B)(6) 2021, the lead was explanted and replaced. The patient's right ventricular lead was stuck to the atrial lead that was being explanted and had to be explanted and replaced as well. The patient was reported as stable.

Manufacturer narrative:
The reported event was ¿right ventricular lead was stuck to the atrial lead that was being explanted and head to be explanted and replaced as well.¿ a partial lead was returned in two pieces. Visual inspection only found damages consistent with procedural damage, and electrical testing found no indication of conductor fractures or internal shorts.